Manufacturer narrative:
The hospital replaced the advanced breathing system. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The hospital replaced the advanced breathing system.

Event description:
The customer reported the advanced breathing system was leaking. There was no report of patient involvement.